Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed mid left anterior descending (lad) artery. During the initial inflation, the balloon ruptured at 12 atms. The procedure was successfully completed with another MFR's balloon and placement of a stent. There were no reported pt complications. Pt status listed as "good."